Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was delivered for post-paced t-wave oversensing and variations in capture thresholds. Programming changes were made and further testing on the lead was recommended.